Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarmed .the pump was received with minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating a button error on her insulin pump. The customer's blood glucose was 97 mg/dl. The customer stated that the pump alarmed button error when she wore it in her bra. The customer stated that she thought she fixed the alarm since she cleared it with the escape button. The insulin pump will be replaced for safety.